Manufacturer narrative:
Cuff: catalog # 72401984, serial # (B)(4), expiration date: 03/05/2018, manufacture date: 03/01/2013. Balloon: catalog # 72402105, serial # (B)(4), expiration date: 07/20/2017, manufacture date: 07/01/2012. Pump: catalog # 72402287, serial # (B)(4), expiration date: 08/13/2013, manufacture date: 08/01/2012. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient had his action neosphincter device replaced on (B)(6) 2013 due to infection. No additional patient complications have been reported in relation to this event.